Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/one essure device was no longer inplace/left side missing') in a 32-year-old female patient who had essure (batch no: d19668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (reason: baby's heart rate fluctuated) in 2007, multigravida, parity 4 (on (B)(6) 2002,on (B)(6) 2007, on (B)(6) 2013, on (B)(6) 2015), menses irregular, dysfunctional uterine bleeding and hair loss. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2002 to on (B)(6)2016; for an unreported indication: voltaren from 2012 to on (B)(6) 2020, loestrin from 2015 to 2016 and seasonique from 2013 to 2015. Concurrent conditions included adenomyosis. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain ("pain: abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: insertion date provided in mr: on (B)(6) 2016, left side-4 , right side- 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on (B)(6) 2016: negative. Ultrasound scan vagina: on (B)(6) 2016: total bilateral occlusion. Batch no: d19668, production date: 2014-10-22, expiration date : 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/one essure device was no longer in place/left side missing') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (reason: baby's heart rate fluctuated) in 2007, multigravida and parity 4 ((B)(6) 2002, (B)(6) 2007, (B)(6) 2013, (B)(6) 2015). Previously administered products included for prevent pregnancy: oral contraceptive nos from 2002 to (B)(6) 2016; for an unreported indication: voltaren from 2012 to (B)(6) 2019, loestrin from 2015 to 2016 and seasonique from 2013 to 2015. Concurrent conditions included adenomyosis. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain ("pain: abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet received. This case is incident. Previously reported event injury nos was updated to more specified events from pfs- pain: abdomen, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), expulsion of essure device/one essure device was no longer in place/left side missing. Patient¿s demographic details, historical medication, other relevant history, essure insertion and removal date, essure indication added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device/one essure device was no longer in place/left side missing') in a 32-year-old female patient who had essure (batch no. D19668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (reason: baby's heart rate fluctuated) in 2007, multigravida, parity 4 ((B)(6) 2002,(B)(6) 2007, (B)(6) 2013, (B)(6) 2015), menses irregular, dysfunctional uterine bleeding and hair loss. Previously administered products included for prevent pregnancy: oral contraceptive nos from 2002 to (B)(6) 2016; for an unreported indication: voltaren from 2012 to (B)(6) 2020, loestrin from 2015 to 2016 and seasonique from 2013 to 2015. Concurrent conditions included adenomyosis. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain ("pain: abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: insertion date provided in mr : (B)(6) 2016. Left side-4 , right side- 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-mar-2020: medical record received : reporter, lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.